Event description:
The following was reported to hamilton medical ag: during ventilation the following tech faults and failures occurred: fan failure, 444004, 446029, 485001, loudspeaker defective, and 385003. We cannot confirm if ventilator powered down due to insufficient power supply or low batteries.

Manufacturer narrative:
The complaint stated the patient suffered no harm. The report alleged device malfunction, with the device experiencing a failure of ventilation. The device was not returned for evaluation. Based on technical faults reported, voltage supervision alarms due to voltages (+3.3v,+5v,3.3v_backup,+12v) were out of tolerance, caused by defective electronic parts on control board/ driver board. Ventilator was examined and allowed to run for one day before returning to clinical use. Hamilton medical ag reference nr: (B)(4).